Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer alleged the insulin pump was under delivering. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 600 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer declined troubleshooting for high blood glucose readings. The customer stated that the symptoms related to high blood glucose such as abdominal pain, frequent urination, thirst. The auto mode feature of insulin pump was active at time of high blood glucose event. The insulin pump had insulin flow alarm in history. Customer was advised the infusion set will be replaced. No product is expected to return for analysis.